Event description:
Physician was using syringe to give local anesthesia for repair of episiotomy. Physician drew up anesthestic & tipped syringe with needle up to clear air. Before any pressure was put on plunger the glass (not plunger) of the syringe exploded with glass flying up to 4 feet. No injuries.